Event description:
It was reported by the customer that a bd pyxis medstation es system displayed a database error, preventing user from logging into the station. Customer added that this could be due to the database that got corrupted. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a microsoft update problem is causing significant disruptions on any 1.7 station. The technical support specialist eliminated the relevant updates, while the field service engineer replaced the battery to address the problem. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system displays database error. Customer added that this could be due to the database that got corrupted. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that database error and required battery replacement. A field service engineer replaced affected component and rebooted station to resolves issue. The system was functional as intended.